Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the complaint found that clinically relevant supporting documentation was provided for inclusion in this medical investigation. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained inserter cannot be determined. No further medical assessment can be rendered at this time. The device was broken at the connection of the tip to the outer shaft. Fragments of the tip was returned with the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force placed on the device tip. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4)

Event description:
It was reported that, during a shoulder stabilization arthroscopy procedure, the arthropierce hook tip sheared off whilst passing through soft tissue inside the patient joint. Small fragments were left in the patient as it was unable to retrieve safely without causing additional trauma. It is unknown if there was a delay or how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.